Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37791 (serial: unknown); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the caller had a damaged intellis belt. Patient reported their belt broke and the issue began a couple weeks to a month ago. Patient reported their recharger antenna cord was frayed and the skin at the implanted neurostimulator was hot when they took the antenna off of their back. An email was sent to the repair department to replace the recharger antenna cord. Patient service advised patient to contact their healthcare provider if their back was still sore after receiving the replacement recharger antenna. Patient stated they noticed a little bit of a sore back after recharging the implant and yesterday it was so unbearable it was kind of hard to walk and they couldn't lay down while sleeping. Patient noted they last recharged their implant 2 days ago.